Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not deliver shock therapy at the programmed rate. However, the patient's vt/vf episode was terminated, and the ICD returned to the programmed parameters the device remains in use, and the recommendation provided suggested that the patient be closely monitored. No patient complications have been reported as a result of this event.